Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (serial no. (B)(4)) found the stimulation ins service life started prematurely. Analysis summary: the ins was received still sealed in the unopened shipping package. The ins had no telemetry and no output. The ins did not sync with an ultra patient programmer. A normal recharge started automatically after one physician mode recharge with a 1cm spacer between the ins and recharge antenna. The ins was recharged to full. The initial review and trace report were obtained. There was good stable output on every electrode pair referenced to the #0 electrode. The output matched the programmed settings. There were no issues when pressing on the ins can. The ins is functionally okay after restoring telemetry with one physician mode recharge. The trace report obtained from the ins indicates that the implant life was started on (B)(6) 2009 and it discharged to the lock mode on (B)(6) 2009. The no telemetry condition was observed on (B)(6) 2009 after the device had depleted to the overdischarged state.

Event description:
It was reported that customer service sent the manufacturer representative (rep) a defective battery. The battery was not implanted. It was reportedly still in the box and was not opened up, but it was a discharged battery. When the rep went to read it out, it told her it was completely discharged. Additional information received reported the rep could not read out with the clinical programmer (8840). The rep tried to charge the battery but was unable to. The 8840 was tried on a backup battery and it worked, so the 8840 was not the issue. Additional information received reported that during pre-operative interrogation of the ins, the 8840 would not read. In order to troubleshoot, the rep tried to read with the recharger. The recharger would not interface, so the rep tried to start the ¿discharge¿ cycle clock. This began and then the rep re-interrogated with the 8840. The 8840 then told the rep that the ins was in a discharge state. The patient and physician were informed that they had to utilize a backup battery. The ins was reportedly sent to the rep as a ¿short dated product.¿ the rep suspected that someone had started the recharge cycle at some point but the ins was not implanted. The ins did not have normal battery depletion. The ins was reportedly not implanted/used in the patient. There was no patient death or injury reported.